Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; low bg value was not provided. Reportedly, the customer was unable to recall the details of the low bg event; however, the customer believed that the event was caused entirely by user error and that the pump was functioning as intended. The customer was admitted to the emergency room (ER) where healthcare providers administered fluids and provided snacks to treat the low bg. The customer was subsequently hospitalized after the customer's bg level increased to above 400 while receiving treatment for the low bg in the ER; cause of the high bg was not known. Healthcare providers treated the high bg with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. The customer declined to upload the pump data for review and continued to use the pump for insulin therapy.